Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis considered dangerous by healthcare provider. Blood glucose was reported to be 97 mg/dl when customer arrived at the emergency room. Customer was treated with intravenous insulin and fluids; suspected cause was unknown. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer was not using the continuous glucose monitor because she had run out of transmitters. Although requested, no additional information was provided.